Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, pt and device information. Study event. The device remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: blurred vision. Time of symptom/ae: four days post procedure. It was reported that four days post an uneventful left internal carotid stenting procedure, the pt complained of blurred vision in the left eye. The pt was admitted to the hospital and was diagnosed with a thrombus occlusion in the previously placed stent. The pt was treated with heparin and restarted on plavix. His condition is reported as continuing to improve. Though requested, no additional information is available.